Manufacturer narrative:
The technician found the communication cable was worn and damaged. He replace the communication cable to repair the bed.

Event description:
Info received indicates the nurse call is not working through the bed.